Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84082), camera (panasonic lumix dmc-zs5) as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime outer carton; within an opened axium prime inner pouch and outside its returned introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. Saline was found within the sheath. No damages or irregularities were found with the axium prime pusher. The axium prime implant coil was found to be slightly damaged outside of its introducer sheath. Testing/analysis: the axium prime implant coil was placed back within its introducer sheath with no issues and no resistance encountered. The slight damage was confirmed within the sheath. The axium prime device was advanced back out of the sheath with no resistance encountered. The axium prime implant coil tip od (outer diameter) was measured and found to be 0.0110¿ which is within specification (specification: 0.0112¿ +.0010¿/-.0020¿). The introducer sheath ID (inner diameter) was measured and found to be 0.0185¿ (0.4699mm) which is within specification (specification: 0.47mm +0.03mm/-0.0mm). No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/failure to resheath¿ could not be confirmed and the event could not be replicated. The device was resheathed with no issues and no resistance was encountered when the device was advanced back out of the sheath. The implant coil was found damaged. It is possible the damages occurred due to resistance, during the attempt to resheath or during handling/return shipping to medtronic as the device was returned outside of its protective introducer sheath. The damages found with the implant did not contribute towards any resheathing issues and did not cause any resistance within the introducer sheath. In addition, no non-conformances to specifications were found that would have contributed towards the reported failure to resheath. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of an aneurysm in the anterior communicating artery, a framing coil (model fc-3.5-6-3d) exhibited a resheating mechanism defect, and the cover could not be removed. The device and any accessory devices were reportedly prepared as indicated in the instructions for use. There were no patient symptoms or complications associated with this event. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Additional information received reported that the physician tried to resheath several times, then took a new catheter. The cause of the resheathing defect was not determined.